Event description:
It was reported while using bd plastipak¿ syringes the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when I open the device it is broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when I open the device it is broken.

Manufacturer narrative:
H.6. Investigation summary: samples were shipped, however they have been held at customs, government agency will not release them at this moment. In case the samples are released, the investigation will be reopened. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.